Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead when the guidewire was withdrawn the patients atrial fibrillation (af) returned and the lead fell off. After three attempts to re-implant the lead, the lead was damaged and the lead could not be stabilized. The lead was removed and myocardial tissue was observed in the lead tip and could not be removed. The lead was attempted, not used and removed and replaced. No patient complications have been reported as a result of this event.